Manufacturer narrative:
The investigation excluded reagent issues as there were no further cases reported and a correct rerun was performed with the same reagent. The field service engineer (fse) inspected the module and found leaks in the lids of the reagent needle and valves. This is normally caused by insufficient reagent probe cleaning by the operator. He then replaced these parts. He also replaced the cut-off filter. He verified the module's performance by mechanical checks with acceptable results. Qc was performed with acceptable results. Product labeling states "daily maintenance actions of the c 701 and c 702 modules cleaning the pipetter probes of the c 701 and c 702 module - to ensure optimal condition of all probes and measurement accuracy of the module, you must clean the outside of the reagent probe and sample probe." The investigation concluded the event was due to insufficient operator maintenance.

Manufacturer narrative:
The reaction curve for the questionable result showed a signal jump and signal fluctuation. The absorbance was also noted to be too high when compared to the reruns. The investigation is ongoing.

Event description:
The initial reporter received a questionable crep2 (creatinine plus ver.2) result from one patient sample tested on the cobas 8000 c702 module. The initial result was reported outside of the laboratory. The initial result was widely different from the previous result of 0.77 mg/dl on (B)(6) 2023. The patient sample was rerun on the module and on another cobas 8000 module. The initial result from the module was 4.84 mg/dl. The repeat result from the other module was 0.77 mg/dl. The second repeat result from the module was 0.79 mg/dl. This repeat result was in line with the previous day's analysis. The reagent lot number is 70264101. The expiration date is 30-nov-2023.